Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the physician was concerned over a possible electrode fracture. This report is also being submitted to provide the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The x-ray showed that the s-ICD and electrode were no down to the fascia. At first the physician considered repositioning the device sub muscular, however ultimately the s-ICD and electrode were explanted. It was noted that the patient is of a larger stature. No additional adverse patient effects were reported.